Event description:
It was reported by the clinician that the procedure was being performed on a female patient. They were declotting a left upper arm graft that was heavily clotted. After the third pass, one of the basket wires detached from the basket and was removed intact. No sharp angles were noted. The procedure was completed with the third pass and a balloon was used to open the graft. There were no patient complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.